Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The reported feedback suggests extension sets splitting during contrast injection from the reported information there are no indications of serious injury to the patient or user as a result of this incident.